Manufacturer narrative:
An event regarding abnormal ion level involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the item was not returned. Clinician review: not performed because no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with and lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2011 and the femoral head was explanted on (B)(6) 2018. It is further alleged that she suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in her blood. "Patient called stating she had a right hip replacement done on (B)(6) 2011. She stated she received a letter back in july 2018 stating her implants were involved in a recall, she went for blood tests and the results showed elevated levels of chromium and cobalt in her blood. Patient was revised on or about (B)(6) 2018, she does not know if she was revised to stryker devices."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with and lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2011 and the femoral head was explanted on (B)(6) 2018. It is further alleged that she suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in her blood.